Event description:
It was reported that the 9800 system had a damaged interconnect cable and damaged rotational handle. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and rotational handle were replaced during the service call. The system was tested and found to be working as intended, and put back into service.